Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the cartridges had a small crack on the opposite side of the septum and the user was prefilling the cartridges. Tandem technical support had the customer perform a system check and the occlusion was possibly related to the cartridge. The user changed the supplies and resumed insulin delivery. There was no impact to the user's blood glucose level.